Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported by sales rep via complaint submission tool that the doctor tried to pull the trader tab with 2 sutures through the anchor. The wires of the tab out of the plastic and were sick in the anchor. We tried to pull the wired or with a needle driver. After messing with it for several n mike's we opened another anchor to complete the case. The complaint device was received and evaluated. Visual observations confirm that the anchor was detached from the peek dilator. When the device was tested and manipulated the anchor was unable to assemble on the shaft. The complaint can be confirmed. The possible root cause for the reported failure can be attributed that the tip and the driver slots were not aligned. However, this cannot be conclusive determined. Given that lot number was not provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4) incomplete. The lot number is unknown at this time.

Event description:
It was reported by sales rep via complaint submission tool that the doctor tried to pull the trader tab with 2 sutures through the anchor. The wires of the tab out of the plastic and were sick in the anchor. We tried to pull the wired or with a needle driver. After messing with it for several minutes we opened another anchor to complete the case. There was a surgical delay of 2 minutes. No patient consequence. Additional information provided by the affiliate reported the threader tab wires/loop pulled out of the plastic pull tab leaving the wire stuck in the anchor. I am unsure of the lot number as several different lot numbers were opened and the anchors were intermingled. The procedure was an rcr